Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shut off. Customer's blood glucose level was 70 mg/dl. Customer experienced low blood glucose level. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.